Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that after the stent grafts were implanted and ballooned with a coda balloon (semi compliant balloon), there was a staining type IV endoleak present. 10,000 units of heparin were used during the procedure. The patient had a large aaa which was filled with thrombus (exact size is unknown) and a small flow lumen. The contralateral limb was on the left side. It was reported that there was a dissection flap that was created while they were putting the 16 fr sheath in on the left side. An abbott 10 x 60 bare metal stent was used to repair the dissection. No intervention was performed for the type IV endoleak. No additional clinical sequelae were reported, and the patient is fine. A review of two angiogram movies at implant show a likely type IV endoleak, in an outside curved section of the stent graft, on the patient right side near the flow divider. Other manufacturer's device (sheath) likely contributed to the dissection.